Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer¿s blood glucose (bg) was 571 mg/dl. A manual injection was administered to address elevated bg. The customer reverted to an alternate method insulin therapy.v